Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-04220. It was reported that a fracture was discovered on one of the leads, during an ipg replacement procedure on (B)(6) 2019 (manufacturer report number 3006705815-2019-05056). The fractured lead was disconnected but left implanted by the physician. Subsequently, patient experienced ineffective therapy. Reprogramming was unable to restore bilateral therapy coverage. Diagnostics indicated impedance issues on the fractured lead. As a result, surgical intervention may be pending to address the issue. It is not known which lead was fractured, so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue. Effective therapy was restored postoperatively.